Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device issues cannot be established as the product is not available for analysis. Device history record (DHR): the DHR confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the aus instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Erosion is listed as a potential adverse event in the product label. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced issues related to device deactivation. Previously, another physician had failed to deactivate the device and a suprapubic catheter was placed at that time. The patient later presented to a second clinical examination with another physician. The device was successfully deactivated. Cytoscopy found complete urethral coaptation, which did not resolve when the device was cycled. A catheter could not pass through the lumen; an abdominal catheter was placed and x-ray imaging was used for visualization. Urethral erosion was observed. The entire aus was removed and replaced.